Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report.

Event description:
"The implant malfunctioned due to a migration. The malfunction did not cause or contribute to a death or serious injury. " the initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report.

Event description:
"The implant malfunctioned due to a migration. The malfunction did not cause or contribute to a death or serious injury.".